Event description:
Medtronic received information regarding a navigation system during a tumorectomy procedure. It was reported a disconnection of the instrument was suspected and recognition was poor. A different probe was used. The issue occurred after an incision was made and while the patient was under anesthesia. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Product analysis#: (B)(4): 2024-06-05 17:36:41 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-06-05 findings and conclusions: when connected to a known good system it was found that leds #2 and #3 were not firing. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.